Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address malpositioning of the patellar component and suspected loosening of the tibial component at an unknown interface. Competitor cement was used. The tibia was not grossly loose but was removed easily. A revision fb attune tibia and stem were placed along with a new poly insert. The patella was removed and resurfaced. No further patient information available. Doi: (B)(6) 2018; dor: (B)(6) 2019; right knee.